Event description:
It was reported that a user¿s continuous glucose monitor connection to the ilet was offline due to an incorrect dexcom g7 sensor pairing code entered into the ilet, which was identified and corrected by verifying the code in the g7 app and updating the ilet pairing accordingly. Symptoms included no adverse physiological effects, and the user¿s blood glucose was 161 mg/dl. Outcomes included restoration of cgm connectivity after education on correct sensor pairing. Investigation included troubleshooting and user education focusing on device setup and pairing verification. Investigation of this case revealed user setup error related to an incorrect pairing code, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup and use.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.